Event description:
The physician reported that after five minutes of advancing the guidewire, it became difficult to advance the guidewire. However, the physician was able to complete the procedure with the guidewire in question. The physician felt that the difficulty in advancing the guidewire might be due to a failure of the coating on the guidewire. There were no patient complications, and the patient is reported to be in good condition.

Manufacturer narrative:
The product in question was disposed of at the user facility and will not be returned to the manufacturer. If further significant information is found, a supplemental report will be submitted. Based on the information known at this time, the manufacturer cannot conclusively determine the cause of the user's experience.